Event description:
Boston scientific received information that the patient with this implantable pacemaker experiences syncope at night with no memory. The patient is not available for a device interrogation. Currently this device remains implanted and in service. No additional patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Additional information was received that the sudden brady response feature was programmed on with aggressive parameters to eliminate the syncopal episodes. Currently, this device remains implanted and in service. No adverse patient effects reported.